Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis confirmed the allegation against the power adapter. The product performance engineers found out that the power adapter had a missing blade adapter plate and was melted. The communicator was able to pass all baseline tests after a working power adapter was used.

Event description:
Boston scientific received information that the communicator had no power as the power cord was burned up. The company representative sent a return label to the patient and ordered a new communicator. The communicator is out of service. No adverse patient effects were reported.